Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: deterioration in the camera cable. Based on the results of the investigation, and since e224 was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the cable malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an e224 (communication error) code. The reported malfunction occurred during pre-checks for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an e224 (communication error) code. The reported malfunction occurred during pre-checks for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.